Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), night sweats ("night sweats"), anxiety ("anxiety"), depression ("depression"), dyspareunia ("pain with intercourse") and loss of libido ("loss of her sex drive"). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, hot flush, night sweats, anxiety, depression, dyspareunia and loss of libido outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, hot flush, loss of libido and night sweats to be related to essure. The reporter commented: patient scheduled to have devices removed on (B)(6) 2018. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('excessive bleeding') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included dizziness. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2014 to (B)(6) 2014 for birth control, levonorgestrel (liletta) for bleeding vaginal and propranolol since 2016 and venlafaxine hydrochloride (effexor) since 2016 for migraine and dizziness. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("pain with intercourse/dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), night sweats ("night sweats"), anxiety ("anxiety"), depression ("depression") and loss of libido ("loss of her sex drive"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage and dysmenorrhoea had resolved and the genital haemorrhage, hot flush, night sweats, anxiety, depression, dyspareunia, loss of libido, menorrhagia, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, loss of libido, menorrhagia, migraine, night sweats and vaginal haemorrhage to be related to essure. The reporter commented: patient scheduled to have devices removed on (B)(6) 2018. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- migraine. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs received: new events-"abnormal bleeding (vaginal, menorrhagia), migraines, headaches, dysmenorrhea (cramping), plaintiff did not undergo essure confirmation test, fatigue and abdominal pain." Outcome of the events "abdominal pain, dysmenorrhea (cramping), abnormal bleeding (vaginal) were updated to "recovered / resolved", new reporters, concomitant drug, medical history added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included dizziness. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2014 to (B)(6) 2014 for birth control, levonorgestrel (liletta) for bleeding vaginal and propranolol since 2016 and venlafaxine hydrochloride (effexor) since 2016 for migraine and dizziness. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("pain with intercourse/dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), hot flush ("hot flashes"), night sweats ("night sweats"), anxiety ("anxiety"), depression ("depression") and loss of libido ("loss of her sex drive"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage and dysmenorrhoea had resolved and the genital haemorrhage, hot flush, night sweats, anxiety, depression, dyspareunia, loss of libido, heavy menstrual bleeding, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, loss of libido, migraine, night sweats and vaginal haemorrhage to be related to essure. The reporter commented: patient scheduled to have devices removed on (B)(6) 2018. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- migraine. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia most recent follow-up information incorporated above includes: on 26-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included dizziness. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2014 to (B)(6) 2014 for birth control, levonorgestrel (liletta) for bleeding vaginal and propranolol since 2016 and venlafaxine hydrochloride (effexor) since 2016 for migraine and dizziness. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("pain with intercourse/dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), hot flush ("hot flashes"), night sweats ("night sweats"), anxiety ("anxiety"), depression ("depression") and loss of libido ("loss of her sex drive"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage and dysmenorrhoea had resolved and the genital haemorrhage, hot flush, night sweats, anxiety, depression, dyspareunia, loss of libido, heavy menstrual bleeding, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, loss of libido, migraine, night sweats and vaginal haemorrhage to be related to essure. The reporter commented: patient scheduled to have devices removed on (B)(6) 2018. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- migraine. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.